Event description:
The etco2 capnocheck did not measure during initial intubation. A different device was needed to be used in order for success. Respiratory therapy reported that after calibration, this defective piece became operation, but that this type of product is difficult to calibrate. Due to the difficulty of calibration and the concern of the defective product, the respiratory therapists are not sure that the monitored values are reliable.